Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A supply bag that became disconnected was reported and is a known cause of this alarm; however, the cause of the disconnection could not be determined during troubleshooting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during the dwell cycle 1 of peritoneal dialysis (pd) therapy. During troubleshooting, the technical service representative (tsr) determined that the supply bag disconnected without falling. The tsr had the hp cycle the power off and on to clear the alarm. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.